Event description:
A healthcare facility in (B)(6) reported via fph representative that an rt340 adult breathing circuit was not heating as it should. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device from the customer. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare for evaluation. The returned complaint device was visually inspected and a heater wire resistance test was carried out using a multimeter. Results: no visible damage was observed on the returned complaint device. The heater wire of the inspiratory limb was found to be open circuit. Continuity testing showed that the open circuit in the inspiratory limb heater wire is located in the connection between the heater wire and the right heater wire pin inside the "overmoulded" plug. No fault was found on the expiratory limb. A lot check was not performed as no lot number was provided. Conclusion: the cause of the open circuit is due to the heater wire not having sufficient connection with the heater wire pin during production, such that is unable to provide continuity for the full period of use for the product. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production. (B)(4).

Event description:
A healthcare facility in (B)(6) reported via fph representative that an rt340 adult breathing circuit was not heating as it should. This was found prior to patient use.